Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported suspected rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis: visual analysis of the photographs identified: no complaint against the device: no observation is performed for the complaint as the event is no complaint against the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted and replaced with a non-allergan device. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.